Event description:
It was reported that there was difficulty with atrial sensing. It was also reported that the lead has been programmed to unipolar to manage a known lead issue, has low bipolar impedance, and it was difficult to assess atrial sensing or capture since patient is dependent in the ventricle. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty with atrial sensing. It was also reported that the lead has been programmed to unipolar to manage a known lead issue, has low bipolar impedance, and it was difficult to assess atrial sensing or capture since patient is dependent in the ventricle. Patient mentioned one lead "went bad" and was capped and replaced. No patient complications have been reported as a result of this event.